Event description:
It was reported that this right ventricular (rv) lead was dislodged. The patient reported feeling lethargic prior to their procedure. X-ray confirmed both leads were pulled back. Lead revision was completed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and found in the atrium, which was confirmed through fluoroscopy. The patient reported feeling lethargic prior to their procedure. X-ray confirmed both leads were pulled back. A new lead was implanted.. No additional adverse patient effects were reported.